Event description:
Patient reported that she received burns on her shoulder. She has open sores and is self-treating with otc anti-biotic ointment.

Manufacturer narrative:
Pt admits to having fibromyalgia and stated that she didn't notice the burns at first because the site was numbed up by the lower settings on the unit. Conclusion: the unit performed correctly without any failures observed. Corrective action: re-train the returns personnel on the importance of not throwing anything away when the bag is marked qa.